Event description:
It was reported that the intracardiac egm was not available due to telemetry being lost after dft testing. Second test telemetry was good, but still no intracardiac egm. Third test was successful. System remains in the field and will not be returned for analysis.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.